Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1d1 ICD; implant date (B)(6) 2015. (B)(4).

Event description:
It was reported that during system explant patient death occurred, following attempted laser lead extraction of the left ventricular (lv) lead. After successful intervention to two separate leads, the patient's blood pressure began to drop. This trend continued, while resuscitation efforts were initiated by healthcare staff, and lv lead intervention was being performed. Subsequently, and during the attempted lv lead extraction, the patient's vessel perforated, and the patient expired intraoperatively.